Event description:
It is reported the system did not power up. This resulted ina total loss of imaging functionality. This could cause the deadly or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.